Event description:
It was reported that the 9900 system keyboard locked up and would not send images to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.